Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: received in a cloudy solution, 0.2% glutaraldehyde, in an explant kit. A large tear in the non-coronary cusp along the margin of attachment was observed, which appears to be due to either pannus removal and/or during the removal of the sewing ring. A large tear in the right cusp was also observed, which appears to have originated along the right non-coronary commissure. The tear may have increased in size during explant. A large tear in the right cusp adjacent to the right non-coronary commissure appears to be a possible combination of wear on pannus and retrieval. Remnants of pannus remain attached to all cusps adjacent to all inferior coaptive areas. Tan thrombotic appearing host material is present in the left right inferior coaptive area. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: reduced performance of the device attributed to host tissue overgrowth. The device was explanted and replaced with no reported adverse pt effects.

Event description:
Medtronic received info that this bioprosthetic aortic valve was explanted after approx three years of service due to regurgitation. Upon explant, a large hole was noted on the right coronary leaflet. Pannus was observed on the valve. The device was replaced without reported pt complication. The product was returned to medtronic for analysis.